Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a defective plunger clamp, lld spring, and tip clamp. The fe replaced the tip clamp, lld spring, and plunger clamp. The fe performed a check procedure per (B)(4). Repairs have returned this instrument to expected operation.